Manufacturer narrative:
Submit date: 8/25/17. An investigation is currently under way; upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that they had an issue last week with a patient where insertion had no issues but the midwife was unable to deflate the balloon and removed it following delivery. They were able to remove the catheter when they pierced the balloon and all was well. It was assumed it was a faulty balloon. There was no patient injury or harm.

Manufacturer narrative:
An investigation of the reported condition was performed. There was no sample received for the evaluation. Based on complaint description, it is likely related to a non-deflate problem. Since the sample was not received for investigation, the investigation was based on the trend analysis and batch history review only. Further investigation on the sample could not be conducted, thus, the reported condition could not be confirmed. Since a negative trend does not exist, an actual root cause for the reported condition cannot be specifically identified; therefore, corrective action will be limited to the manufacturing awareness. The complaint will be reopened once sample received. If information is provided in the future, a supplemental report will be issued.